Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose and insulin pump had no delivery alarm. The customer¿s blood glucose level was 585 mg/dl at the time of the incident. The customer reported that they had no delivery during priming. The customer was assisted in performing a 5.0 unit fixed prime and insulin exited. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.